Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The device was quarantined after the positive culture and was not used. The device was reprocessed multiple times in between microbial testing. During device evaluation at olympus, it was found the insulation resistance value at the distal end did not meet the standard value due to a chip on the scope cover, the bending angle in the up direction exceeded the standard value due to deformation of the bending tube, the up/down knob could not be locked securely due to deformation for the forceps elevator lever, the objective lens was cracked, the adhesive on the bending section cover adhesive was chipped, the universal cord had buckling, the right/left knob was deformed and the scope case unit was deformed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii colonovideoscope tested positive for an unexpected contamination. The scope failed microbial testing four times. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.